Event description:
The customer reported that the system failed to perform fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was evaluated and power supplies were replaced. The system was found to be operating as intended.